Event description:
It was reported to boston scientific corporation in 2006 that a flexima biliary stent system was used during a procedure performed the same day (patient gender, age, and weight are unknown). According to the complainant, much resistance was felt when attempting to deploy the stent, and it "stretched with force." There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
A visual inspection of the returned device revealed that the proximal end of the guide catheter was stretched, bent and broken off. The stent was also twisted on the guide catheter causing the suture to twist around the guide catheter and the push catheter was buckled. The cause of the damage is undetermined, however the most likely cause is operational context.